Manufacturer narrative:
(B)(4). Date sent: 1/8/2026. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # 343c46. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with the anvil shroud broken and detached from the metal anvil component, the staple height selector was broken off, both bearings were detached and only one returned and a reload was loaded in the device. The reload returned fully fired with the swing tab in the locked position. Further analysis shows that the saddle pin was cracked, however, properly rivet. Due to the condition of the device no functional test was performed. Based on the condition of damages observed in the device the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 343c46, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Which part broke (shroud, firing knob, pinch grip, etc.)? Pinch grip. 2. Did any piece break off of the device? Yes. 3. Did any piece's fall into the patient? No. 4. If yes, were they retrieved? Na. 5. Will all pieces be returned with the device? Yes. 6. If no, were they discarded? Na 7. Was there a patient consequence? If yes, how was the issue addressed? No patient consequences discussed by the doctor. 8. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Na. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the ntlc 75 stapler has been broken while assembling. No patient consequences were reported.